Manufacturer narrative:
The article was not returned therefore the root cause of this problem could not be traced. Since the incident happened during surgery, it can harm the operator due to broken (into pieces) or patient. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been provided.

Event description:
A report has been received from (B)(6). Spray has been broken during injection. Can you check if no excessive pressure is applied to the syringe during injection? We have a problem this time. There is no information of patient injury, no more available information, and the sample has been discarded.